Event description:
A report was received that the patient underwent a pocket revision to move the device away from the site of an upcoming unrelated surgery (lithotripsy on both kidneys). The patient is reportedly doing well after the revision and the lithotripsy.

Manufacturer narrative:
Device remains in patient. This is a final report.